Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the main drawer 5 was physically jammed. A field service engineer power cycled the station for 15 minutes after which the drawer became functional however row a cubies failed to open replaced all cubies with no change then replaced the retractor band interface card controller card and tray and tested the system using both the application and diagnostics but row a continued to fail removed the cubies from the full height drawer shut down the medication station removed full height drawer 5 and replaced it with a new drawer. The system passed the final hardware test application and the customer completed an inventory of an item to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 5 jammed and the user was failed to dispense the medication. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.